Event description:
Distributor contacted dexcom technical support on behalf of patient on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).